Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It has been reported that the patient went to the emergency room with elevated blood glucose levels of up to 16 mmol/l due to recurrent mechanical error of the pump, which was triggered after repeated occlusion error messages. The patient was transferred to the general ward because his blood glucose level was 21 mmol/l and he was treated with insulin pen therapy. He was discharged from the hospital one day later.